Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-01019, 1627487-2020-01020, 1627487-2020-01021, 1627487-2020-01022. It was reported that the patient experienced ineffective therapy. Reprogramming was attempted but remained unsuccessful. As a result, surgical intervention took place on (B)(6) 2017 wherein the patient had their scs system explanted.